Manufacturer narrative:
The customer used 13mm sample tubes with no rack adapters. Product labeling states: "if immunoassays are requested, cup adapters must be used for sample tubes with an outer diameter = 13 mm." The "sample short" and "abnormal sample aspiration" alarms on the alarm trace data suggest sample quality issues. The investigation determined the event was consistent with a preanalytical handling issue.

Manufacturer narrative:
The calibration signals from (B)(6)2024 were acceptable. The event occurred on (B)(6)2024. Product labeling states: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer)". The customer did not follow the recommendation in product labeling. The qc data provided was acceptable. During a review of the alarm trace data from (B)(6)2024, "sample short" and "abnormal sample aspiration" alarms were observed. Instrument performance test data from (B)(6)2024 was acceptable. The investigation determined the event was consistent with a preanalytical handling issue.

Manufacturer narrative:
The e601 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas e 601 module. The initial result was >10000 miu/ml. The sample was automatically repeated by the instrument with a 1:100 dilution and the result was 3045 miu/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated with a 1:100 dilution and the result was 179841 miu/ml.

Manufacturer narrative:
The initial report stated: "the sample was repeated with a 1:100 dilution and the result was 179841 miu/ml." Additional information was received stating this result was from a cobas 8000 e 801 module. Instrument maintenance actions were within expectations. The investigation is ongoing.